Manufacturer narrative:
The complaint device was returned back to shockwave medical. The distal portion of the balloon was confirmed to be separated. The distal marker band was not returned. Based on conversations with the sales rep it was confirmed that the marker band was not visible under angiogram indicating that it was not left in the patient. It is presumed to be likely lost during handling/shipping of the device. Based on complaint narrative, the ivl device was successfully used to deliver 30 pulses indicating that this was not an out of box failure. A review of lot history record demonstrates that the ivl catheter has met all acceptance criteria prior to release for distribution. There is no evidence to suggest that the device was defective or did not meet its specification upon initial release from manufacturing. Shockwave medical's opinion is that the device probably got caught while being withdrawn and likely an excessive withdrawal force was applied leading to separation of the balloon material. Based on the information provided, it is determined that the cause of the complaint is not attributed to shockwave medical design or manufacturing shockwave does not intend to take any further action regarding this complaint event.

Event description:
Vascular surgeon at (B)(6) hospital administered a kissing balloon method during a bilateral iliac case. Patient was a (B)(6) white male with a history of peripheral arterial disease (pad). The physician placed two m5 7.0x 60 adjacent to circumferential and significant calcium (ca) in the common iliac region. The balloons were prepped as per IFU and were inflated to 2 atm each and one cycle of 30 pulses was completed. Then both balloons were inflated slowly to 6 atm. At that time it was apparent that the right ivl balloon lost pressure. The right balloon was removed for replacement. Subsequently the right iliac could not be seen with contrast injection, and there was difficulty delivering ivl, possibly due to a separated balloon piece blocking the flow, making it difficult to see under fluoroscopy. At that time the tip of the ruptured ivl was inspected and it was determined that about 1/3 of the balloon was missing and was left behind in the patient. Part of the balloon was removed by snare but some of the balloon remained in the right external iliac. A failed snare attempt led to stenting over the partial remaining balloon with a 10x80 protege stent. A second 10x80 protege was used proximal to the first as a non-flow limiting dissection was observed. Both common iliacs were stented using gore viabhan vbx balloons of 8x39 size. Initially stenting of the iliac was not part of plan and the access to hypogastric artery was lost. Patient remained hemodynamically stable throughout the procedure. Ultimately, the patient did well.